Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced.